Event description:
Patient came for tee/cardioversion procedure. Patient was shaved, and hair was removed with adhesive prep mitt. Zoll defibrillator pads were applied to patient. During the cardioversion, the oxygen was turned off, however during the shock, the zoll defibrillator pads sparked. Zoll defibrillator pad lot #: 0426. Zoll defibrillator control number: (B)(4).